Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose level was 351 mg/dl at the time of incidence. Customer was assisted with troubleshooting. The reservoir will not be returned for analysis.